Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red-light error charging issue with the 14v battery was confirmed. The returned 14v battery, serial (B)(6) , was connected to a maccor system to go through a charge/discharge cycle and passed. The battery was able to charge to full bars as intended. It was then placed in a universal battery charger (ubc) for further testing, and a b0003 error code for cell imbalance was observed. The 14v battery was opened for inspection of the internal components, and all cells were measured to be equal. During troubleshooting the rsoc signal voltage was measured to be lower than expected due to a voltage being pulled by pin 1 of u6. Replacing the u6 component did not resolve the rsoc issue but lifting pin 1 on u6 did. The b0003 error code remained active and no further troubleshooting was performed. The 14v battery was hooked up to a mock loop, system controller, and battery clips. The battery was functionally tested and found to support the system. The root cause for the reported event was narrowed down to be an issue with the battery pcb; however, a more specific root cause could not be conclusively determined through this analysis. Similar events were identified, and a manufacturing analysis task was initiated to investigate further, this issue will continue to be monitored for similar events. The 14v battery was inspected and accepted into the storage location on 04nov22 per device history records. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 3-¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries and to check for damage. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that battery turned red in the slot when placed in a battery charger. The battery was replaced with a new battery. Evaluation revealed an issue with the printed circuit board (pcb).